Event description:
Infusion port nonfunctional required removal and replacement. After several contacts with md office, unable to identify location of facility in which device was implanted. Checked with pt's physician offices, info not available.